Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Pharmacist reported a rupture of the implant. Current location of implant is unknown. This record relates to unspecified side.